Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that the clips fell out of the instrument. The clips will not close. Another instrument was used to complete the procedure with no pt consequence.